Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to revise their tined lead due to migration of the lead. No further information was reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k)# p190006. Block h11: investigation details: a visual inspection-fail-visual inspection revealed the tined lead was twisted at many locations and stretched at the proximal end. Despite deformation, lead was fully functional. Suspected lead migration is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.

Event description:
It was reported the patient had their tined lead revised due to migration on (B)(6) 2025. The patient has not returned the clinical specialist calls for the post-revision follow up. There are no x-rays to share.